Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 large capacity with needle biopsy forceps was used in the colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017 the patient noted fresh blood during bowel movement three times. Moreover, patient noted a lot of bright red blood with associated pain on the third time. Patient was advised by the department to go to the ER. Additionally, it was reported that there was no malfunction or damage noted on the device during the procedure.